Event description:
Boston scientific received information stating. The lead was defective and replaced. Hospital: (B)(6) , germany. Dr. (B)(6); event date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).